Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported intermittent occlusion alarms occurred. The customer was taken to the emergency room by the ems after falling and hitting head and was hospitalized in the intensive care unit was a blood glucose level of 750 mg/dl. The customer attempted to self-treat with a manual dose injection, however, was treated intravenously in the ICU with fluids of saline and insulin. The customer was released on (B)(6) 2024 with issues resolved. Reportedly, the customer was using the same trusteel infusion set for over 2 days and the same cartridge for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.